Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of "infection" and "lump" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with unspecified juvéderm® volift¿ in the cheeks and responded with signs of infection the next day, after sitting in the very hot sunshine. Patient treated with antibiotics. Patient "keeps coming back with a small lump." Symptoms are on going.